Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 13mm (tsvwb13) was returned for investigation. Visual evaluation of the as returned product identified bone debris and attachment about the threads. Fracturing is noted at one portion of the collar. No pre-existing conditions were noted on the per. The reported product was located on tooth # 19 and used for approximately 15 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the tsvwb13 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (tsvwb13). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. Based on the investigation and risk file review, the most probable cause for the event is long-term parafunction over the course of 15 years. The following sections have been updated: g7: checked "follow-up".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight not provided/unknown. Device lot number not provided/unknown. Additional 510k numbers: k011028 and k013227. Device not returned.

Event description:
It was reported that the implant was removed from site 19 due to fracture.